Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed as it would not inflate. A new inflatable penile prosthesis pump was implanted. No patient complications were reported.